Manufacturer narrative:
The reagent lot number is 773158. The expiration date was not provided. The field service engineer (fse) performed rinse level checks, verified all probe alignments, ran hardware checks, and performed a precision test. The fse performed qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation results for 2 patients on a cobas c 503 analytical unit. The customer questioned the initial low plasma sample results and was prompted to test serum samples collected from the patients at the same time. On (B)(6) 2024, patient 1 had a lithium heparin plasma sample altlp result of 8 u/l. A serum sample collected at the same time was also tested and had an altlp result of 20.7 u/l. On (B)(6) 2024, patient 2 had a lithium heparin plasma sample altlp result of 8 u/l. A serum sample collected at the same time was also tested and had an altlp result of 20.5 u/l. The serum sample results were deemed correct.

Manufacturer narrative:
Calibration was last performed on 02-apr-2024. No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.